Manufacturer narrative:
Na.

Event description:
Caller reported the advantage system gave a blood glucose result of 200 mg/dl at a time when the customer was symptomatic of hypoglycemia, did not treat. Ambulance meter result 15 minutes later was 44 mg/dl. Customer treated with glucagon shot. A request was made for the return of the system, replacement was sent.